Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump is hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported events. Additionally, it was reported that the pump takes an hour and a half to charge. There was no reported impact to the customer's blood glucose level. Reportedly, the customer did not have alternate insulin therapy available and declined further follow up from tandem technical support.